Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value. Customer blood glucose value at the time of incident was 494 mg/dl and current blood glucose value was 350 mg/dl. Customer was declined troubleshooting for high blood glucose value. The customer was treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.